Manufacturer narrative:
The customer's medwatch report number was received: mw5077760.

Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product, a supplemental report will be sent with the investigation results. A device history record review was completed and documented that the device met all specifications upon distribution. (B)(4).

Event description:
Per a medwatch report (report number unknown) received directly from the customer, on (B)(4) 2018 the balloon on a latex free swan-ganz catheter would not remain inflated during use. A (B)(6) year-old female with a known history of latex allergy including reported shortness of breath and hives on exposure, was brought to the cath lab for right heart catheterization. Venous access was gained via the right femoral vein and the latex free balloon tipped catheter was advanced to the right atrium. The balloon then deflated and would not hold air. It was removed from the body and inspected but would not hold air when inflated. Per the customer, there was no harm to the patient as a direct result of the balloon malfunction, however, the procedure was aborted due to the hospital's lack of any latex free catheters in stock, and the patient may need to undergo the procedure again. Per an update from the customer, the patient did undergo a second attempt at the same procedure the next day, (B)(6) 2018 and they were able to complete the procedure. The patient was not injured and was discharged that evening.

Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
Our product evaluation laboratory received one model c146f7 swan-ganz catheter with a monoject limited volume syringe. The balloon did not inflate. A pin hole was found near the center of the balloon. All through lumens were patent without any leakage or occlusion. No other visible damage was observed from the catheter body. The customer report of "catheter would not remain inflated" was confirmed on evaluation. An engineering evaluation has been initiated to assess for any manufacturing-related processes which could be correlated to the complaint. Invasive procedures involve some patient risks. Although serious complications are relatively uncommon, the physician is advised, before deciding to insert or use the catheter, to consider the potential benefits in relation to the possible complications. The techniques for insertion, methods of using the catheter to obtain patient data information, and the occurrence of complications is well described in the literature. In this case, the balloon would not maintain its inflation due to a pin hole. No other latex-free balloons were available and the procedure was postponed due to the patient¿s latex allergy. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.